Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further information was requested.

Event description:
On (B)(6) 2011, gore excluder aaa endoprosthesis iliac extender component was implanted. It was reported to gore that the patient's iliac artery experienced damage of unknown origin distal to the iliac extender component. On (B)(6) 2011, the iliac extender component was explanted. No sequela has been reported on this patient. Further information was requested.